Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Visual inspection 1) received: filter [qty 1] catheter connector [qty 1] filter was connected to connector. Connector lid was closed. 2) [catheter visual inspection] no abnormalities found. Functional test [catheter tensile strength test] test conducted using received connector and an unused catheter. Company specifications: above 5.5n test results: 7.78n the received sample did meet company specifications. Others [connection check] catheter was able to be inserted into the received connector without resistance and up to the marking point. The connector lid was able to close securely. Device history record batch no. Not provided. Although the device met specifications, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). Note: this report is being filed for an item number that is not sold in the united states; however, this item or similar items are sold in the united sates by b. Braun medical, inc. No sample has been returned for investigation. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): catheter easily comes off.